Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. Device was repaired on site at the clinic and put back into service. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Dialysis clinic reported to fresenius (B)(4) that a 2008k2 machine experienced an electrical shortage. Event occurred prior to the start of treatment with no patient being connected. Patient opted to cancel and continue the treatment on a different machine. No blood loss was experienced. There was no indication of patient harm or adverse event. Additional information was solicited and provided. It was reported that there was a burnt power cable. It was also reported that performance tests are done and the machine is now operating properly.